Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact cause of the sudden shock and return of incontinence was not known. No further complications were reported/anticipated.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was at a store in early (B)(6) 2018 and experienced a sudden ¿shocking sensation¿ and recurrence of urinary incontinence. They were reprogrammed on (B)(6) 2018 and the shocking sensation was alleviated by switching programs. This was noted to be resolved without sequelae. No further complications were reported or anticipated.